Event description:
During routine maintenance testing, customer noted output of vaporizer was lower than expected. Ohmeda's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.